Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The complaint was confirmed by observing that the sample nozzle was cracked in half. The fse was able to reproduce the error by running a sample and observing that the probe was cracked. The crack in the sample tube was due to two tips that were stuck on the probe causing it to crash and crack. The fse replaced the sample nozzle with a new one and then performed adjustments. The instrument was validated by running qc (quality controls). The qc results passed and were within range. The aia-2000 instrument is functioning as expected. The sample nozzle assembly (part # 022188) was returned to tosoh instrument service center for investigation. Visual inspection confirmed the reported issue was due to failure of the broken sample nozzle assembly. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2019 through aware date 21feb2020. There were no other similar complaints identified during the review period. The aia-2000 operator's manual under chapter overview of system operation states the following: 4.4 disposing of discarded cups and tips: open the waste compartment by gently pressing on the lower front doors of the aia-2000. Be sure to wear appropriate protective clothing, such as gloves, when handling the waste box, as discarded cups and tips have been contaminated by potentially infectious specimens. Grasp the waste box and pull it forward. (3) remove the waste bag containing discarded cups and tips and dispose of it at the designated location. Place a new waste bag in the waste box and return the waste box to its normal position. Close the lower front doors of the aia-2000. After disposing of the waste cups and tips, click the reset waste box count button on the operation panel (toolbar) and reset waste status. 4.6 installing sample tips: press the tip sorter key on the aia-2000 sheet key. The red led flashes for a few seconds. The led changes from red to green, the lock has been released and the tip sorter door can be opened. Open the tip sorter door and draw the tip sorter drawer. Pull out the tip rack and replenish the sample tips. A single rack holds 96 sample tips. Replace the tip rack by aligning it with the positioning pins. The tip sorter drawer holds a maximum of six tip racks (a total of 576 tips). The aia-2000 automatically detects the current number of sample tips when the tip sorter drawer was pushed in fully and the tip sorter door was closed. (Tip scan) 6.2.1 daily check list: waste cups and tips; check waste cup and tip levels in the waste box and discard if necessary, then click the toggle button. The probable cause of the reported event was due to a broken (cracked) sample nozzle.

Event description:
A customer reported failure of the sample nozzle on the aia-2000 instrument due to a cracked sample nozzle. The customer stated that the sample nozzle went all the way to the bottom of the tube. The sample nozzle broke after the sample was picked up and dragged into the instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha-fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.